Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent lavh/bso due to sui. It was also reported that experienced pain, erosion of internal bodily tissue, pelvic pain, hematuria and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent a mesh revision/removal on (B)(6) 2011 due to erosion

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.